Manufacturer narrative:
Per the clinic, the patient experienced an infection (specific date not reported) subsequently, the patient was treated with oral antibiotics (specific date not reported). This report is submitted on may 22, 2023.

Manufacturer narrative:
It was reported that the patient underwent skin revision surgery on (B)(6) 2023, under general anaesthetic. This report is submitted on june 23, 2023.

Manufacturer narrative:
This report is submitted on may 02, 2023.

Event description:
Per the clinic, the patient experienced a skin breakdown at the magnet site, exposing the internal magnet and subsequently was treated with topical antibiotics (specific date and duration not reported).